Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low glucose. Customer's blood glucose was 54 mg/dl and had gummy worms and blood glucose still was going down to 43 mg/dl. Customer treated the low blood glucose. Customer stated unsure of sensor reading due to sensor issues. Customer stated that she got 3 lost sensors. Customer declined to do troubleshooting. No further information provided.